Event description:
Boston scientific received information that the patient experienced syncope. Upon interrogation it was noted that another manufacturer's right ventricular (rv) lead and this pacemaker exhibited high out of range pacing impedance measurements of greater than 2,000 ohms and oversensing of noise that led to pacing inhibition. A lead fracture was suspected but not confirmed. Subsequently a revision procedure occurred where the physician decided to electrically abandon this pacemaker system and implanted a new system on the right side. Post procedure the patient had a hypotensive episode without evidence of cardiac tamponade or pneumothorax. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.